Event description:
It was reported that the user experienced hypoglycemia after breakfast when using the ilet bionic pancreas, with a lowest blood glucose of 63 mg/dl and recent meal announcements appearing normal per report review, though historical double breakfast announcements occurred earlier in the year and the user has recently announced ¿less than¿ breakfast meals to avoid lows. Symptoms included shakiness. Outcomes included self-treatment with oral carbohydrates such as glucose tablets and juice, with no outside assistance or medical intervention required. Investigation included review of device-reported meal announcement history and user reports regarding insulin dosing and alerts. Investigation of this case revealed no confirmed device malfunction, with the event consistent with insulin over-delivery relative to breakfast needs or maladaptive meal announcement behavior, and the agent recommended an appointment to assess potential settings or factor adjustments. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.